Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. T:flex user guide- make sure that you always have an insulin syringe and vial of insulin with you as a backup for emergency situations. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) level was 238 mg/dl. The customer did not have alternate therapy available at the time of the event . During follow-up from tandem technical support the customer reported a bg level of 492 mg/dl, due to deciding to wait for replacement pump to arrive, and not having backup supplies. Reportedly, the customer was able to enter settings on replacement pump, delivered a bolus to address high bg level, and resumed insulin therapy.